Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was unable to charge unless the customer held the charging cable in a specific position. Blood glucose was 113 mg/dl. Reportedly, the issue was resolved using an alternate usb cable.